Manufacturer narrative:
No abnormality is found on process and the retained sample, and no actual samples returned. In response to the event reported by your facility a device history review was conducted for lot number 2018959. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Sales representative update: the CT room used intima-ii to withstand high pressure operation, which resulted in burst, non-standard operation when loosening the needle core, etc. The three departments involved in the 3 complaints had not previously conducted standardized operation training. In view of this situation, the representative communicated with the business team and ce team and made a follow-up plan. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported tjat tje bd intima-ii¿ closed IV catheter system "burst" when loosening the needle core. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted due to hypopharyngeal cancer. On (B)(6) 2022, the responsible nurse treated the patient with intravenous fluids according to the doctor's advice, and found that the front end of the sealed vein indwelling needle hose was damaged and could not be used. The catheter was connected and replaced with a new indwelling needle, which did not cause harm to the patient." "The CT room used intima-ii to withstand high pressure operation, which resulted in burst, non-standard operation when loosening the needle core, etc., and the sample was discarded."